Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3093-28, lot# v062914, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported in 2014 they had to go into the emergency room for muscle spasms. The patient asked the healthcare professional (hcp) if the spasms were caused by the implant and the hcp said he didn¿t know. The patient noted the device was not helping with their overactive bladder. The patient noted for the device not helping with their overactive bladder the patient would turn the ins down from the above leg moving, and then go the bathroom anyway. The patient noted when they were on the table in 2014 they heard him say the lead was broke and was floating in the spine. The patient stated she had an implantable neurostimulator (ins) replaced in 2014. Additional information from the patient on (B)(6) reported they could not remove the lead on (B)(6). Patient services reviewed implantable neurostimulator (ins) longevity depletes based on usage. The patient stated if she knew that she may have not gotten the implant and chose to wear diapers instead. The patient noted she was commonly on about 7 for programming. The caller stated that her battery only lasted 2 years. The patient stated that they were under the impressive that the healthcare professional (hcp) found the lead broken, and that the lead did not break during the procedure and the hcp could not remove the lead fragment during the procedure. The patient stated that she had no falls or out of the ordinary movements. The patient noted back in 2014 they were told to see a spine specialist to remove the lead, but the patient did not do that. The patient stated they saw a spine specialist in march and the doctor could not remove the lead fragment. The patient review an x-ray with the spinal specialist on (B)(6) that showed the lead was about 10 cm or about 1 inch and had moved through the patient¿s pelvis and the spinal doctor could not remove it. The patient was not comfortable with a foreign object inside their body. The patient thought the doctor found the lead broken inside her and did not break it himself. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they did now know the cause of the lead breaking, not being able to remove the lead, and the ins only lasting 2 years. It was indicated that the lead breaking and not being able to remove the lead was not resolved. No further complications were reported or were expected. Information omitted about 2014 ins as it is covered in (B)(4). Information omitted about 2007 ins as it is covered in pe (B)(4). Information omitted about the online patients legs shaking as it is covered in (B)(4). Information omitted about the online patient¿s batteries only lasting 2 years as it is covered in pe (B)(4). Information omitted about the online patients leads breaking as it is covered in (B)(4).